Event description:
Nurse was preparing an im injection to administer to the patient. Medication was drawn up and air was expelled from the syringe. Needle was added to the syringe and additional air was removed from the syringe. Nurse then injected the patient and attempted to administer the medication but were unable to because the plunger would not compress and administer medication. Nurse obtained a new needle and continued the same process. Upon injecting the medication, the second time the plunger depressed, and the medication was administered. Unable to administer medication through needle. FDA safety report ID #: (B)(4).